Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator alleging the end user received a laceration by the exposed braking mechanism. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.